Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition and the reported slda was a cascading effect of the device damaged by another device. The reported poor image resolution was due to patient morphology/pathology (rotation of the heart). The reported unexpected medical intervention was a result of case-specific circumstance as the second clip was deployed to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted. While implanting the clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that there was contact with the implanted clip. The second clip was then deployed, stabilizing the slda and reducing mr to a grade of 3.